Event description:
An electronic report was received from a peritoneal dialysis pt. It has been reported that the alarm went off and she then noticed a leak from the unused tubing even though it was clamped off. The pt completed prescribed treatment with use of a manual set. Also, it has been learned that she went to the clinic today and was administered an antibiotic as a prophylactic measure. Also, fluid samples were obtained and were then sent to the lab, and it has been learned that the results were negative. Companion samples are available for eval. The pt continues peritoneal dialysis with no further ill effect related to this event.